Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during an ercp within the common bile duct procedure on (B)(6), 2010. According to the complainant, the stent would not deploy. The physician removed the device and placed a plastic stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results- the stent was returned partially deployed with a damaged/broken catheter sheath.

Manufacturer narrative:
(B)(4): the device was returned in two sections; it was cut at 365mm proximal to the guidewire access port. The stent was partially deployed by about 13mm, and the inner shaft was kinked and exiting the guidewire access port. Additionally, there was a hole in the outer sheath of the catheter delivery system where the inner shaft was exiting as well. Functionally, the stent could not be deployed since the device was cut in two. The stent was removed from the catheter delivery system, and no issues with the profile of the stent were found. The condition of the returned device was consistent with the complaint event that the stent could not deploy; however, the stent was found partially deployed, and the outer sheath of the delivery system was damaged. The most probable root cause of the complaint is being labeled as operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.